Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified higher scan on the sensor when compared to an adc meter result. The customer experienced symptoms of dizziness, weakness in the legs, loss of consciousness, sweating, and was unable to self-treat. The customer had contact with a healthcare professional who administered an insulin injection (type/dose unknown) as a treatment for the diagnosis of hypoglycemia. Note; that the treatment of insulin is inconsistent with the diagnosis. The customer did not provide readings from the time of the event, although high sensor readings were reported, it is unknown if the sensor indicated hyperglycemia at the time of the event. There was no report of death or permanent injury associated with this event.